Event description:
Additional information received reported that the patient's ins flipped in the pocket again. The physician was able to very easily flip the ins back into place. Recharger coupling was back to 6 boxes. Impedance testing showed all electrodes to be in range. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
The patient and a manufacturer representative reported that the patient had poor coupling when recharging and could only get 0 to 2 coupling bars maximum. The antenna locate feature had been used. The implantable neurostimulator (ins) appeared to be tilted. An x-ray was performed which confirmed that the ins was flipped. It was noted that the patient was larger so they would be unable to reach around and twiddle the device. The doctor was able to manually flip the ins back and they got an excellent recharging signal. An additional x-ray confirmed the resolution of the flip. The patient could not think of any causes for the flipped battery as they had always had an excellent recharge signal previously. The issue was considered resolved at the time of the report. There were no patient symptoms reported. The patient was implanted for failed back surgery syndrome and spinal pain.